Manufacturer narrative:
The pt was discharged home and continues on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced red heart alarms. Subsequently, the pt presented to the emergency room where the pt continued to received red heart alarms. The hospital ordered fluoro of the driveline and the pt was placed on an ungrounded cable. A review of the log file indicated pump stops suggesting a percutaneous lead issue.